Manufacturer narrative:
The reported event of bluetooth (ble) connectivity issues during implant was confirmed. Based on the information provided, an error was seen that led to the termination of the ble telemetry. The root cause is likely an unstable ble environment, as there may have been some wireless interference during implant.

Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was implanted. The following day, the device was able to be interrogated using ble telemetry. The patient was stable and will continue to be monitored.